Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not known. Customer went to the emergency room with ketones (amount was not known) and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with no permanent damage and continued to use the pump for insulin therapy. No additional information regarding this event was available.